Event description:
Procedure: lap hand-assisted nephrectomythe instrument worked fine on first application and the renal artery was cut successfully. The second application on the renal vein allegedly cut without applying any staples. The surgeon reports heavy bleeding occured which the surgeon could stop by using his hand since it was a hand assisted operation. The patient lost 1 litre of blood. However, the patient has recovered.